Event description:
It was reported that during the procedure for treatment of in-stent restenosis of a non-abbott stent in the saphenous vein graft to the obtuse marginal, dilatation was performed using a non-abbott dilatation catheter. Subsequent angiography after dilatation revealed a perforation at the level of the stent. The non-abbott balloon was inflated again with minimal results. The patient became hypotensive and medication was administered. A 4x12 graftmaster stent delivery system was advanced over a prowater guide wire and deployed at 17 atmospheres at the level of the lesion. Angiography revealed persistent distal extravasation. A second 3x12 graftmaster stent graft was deployed at 16 atmospheres distal to the first stent graft. A small amount of extravasation was seen distally. The patient remained hypotensive and became bradycardic. Echocardiogram confirmed lateral pericardial effusion. Pericardiocentesis was attempted with minimal result. The patient was treated with medication and CPR was started. Multiple rounds of epinephrine, atropine, fluids, vasopressin, calcium carbonate, biocarbonate were given. The patient was emergently intubated. Dopamine and neosynephrine drips were started. Patient developed ventricular tachycardia and was defibrillated multiple times over the course of the cardiac arrest. Impella was considered but due to the patient's deteriorating clinical status, was not performed. The patient subsequently died. Date of death (B)(6)-2011. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: prowater, guide cath: al1, stent: 3.0 x 12 graftmaster. The 3.0 x 12 graftmaster is being filed under a separate medwatch MFR number. Above rated burst pressure. There was no reported product deficiency. Bradycardia, ventricular tachycardia (forms of arrhythmia), hypotension, hemorrhage, and death are known adverse events as listed in the graftmaster otw instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the graftmaster stent was inflated to 17 atmospheres, which is above the rated burst pressure. It should be noted that the graftmaster otw instructions for use states: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure as indicated on product label. Use of pressures higher than specified on the product label may possibly result in a ruptured balloon and potential intimal damage and dissection.